Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of degenerative disc disease and non-malignant pain. It was reported that the patient was not getting stimulation anymore. The patient reported that they last charged a month ago. But now it won't. This was clarified and stated that charging was fine and there were no issues. The patient stated that they were referring to the lack of stimulation sensation. The patient stated that they tried increasing stimulation, but did not feel any. The patient stated that stimulation is on at 260 on group b. The patient also initiated a charging session and was seeing a normal charge screen and the ins was in the last quartile. The patient stated that after increasing to 960 they still felt nothing. The patient confirmed they only had 1 program to try. The patient also confirmed increasing on other groups and still felt no stimulation. No trauma was noted. The patient was forwarded to their healthcare provider (hcp) to address the therapy issue. The issue began about 3 days go. No further complications were reported or anticipated. Additional information was received from the consumer on (B)(6) 2018. It was reported the patient had lost stimulation and pain relief. The patient denied any falls. The patient reported losing stimulation about 3 weeks prior to call. Impedance check and electrodes 0, 1, 2, 3, 5, 7 > 10000. They were able to program off these and achieve stimulation again. The patient was happy with pain relief and stimulation right away. The physician was updated. No further actions needed to be performed at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.